Manufacturer narrative:
A used company iii (d) cartridge was returned stapled inside the opened pouch lot #15008305. Inadequate viscoelastic is observed in the cartridge. No damage is observed, only normal stress. The cartridge was cleaned for further evaluation of the tip. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Indicated associated product are qualified. The handpiece was not provided. It is unknown if a qualified handpiece was used. No problem was found with the returned cartridge. No damage is observed, only normal stress. Stress is an expected occurrence with a lens delivery and does not denote a cartridge deficiency. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the cartridge cracked. Additional information was requested.